Manufacturer narrative:
D9: 30-jun-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cassette sensing issue was due to the device being out of calibration. The pump was calibrated and the device then passed all testing.

Event description:
It was reported that there was a cassette sensor error. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.